Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of approximately 333 mg/dl and "passe[d] out"; cause was not known. Reportedly, "the ambulance comes" during events. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy. Date of event is approximate.